Event description:
Customer reported burns to the right leg that, 6 weeks after the incident, were resolving with some hyper-pigmentation. The patient was dermatologist stated that the burns were second degree. The patient was recommended to apply silvadene (prescription).

Manufacturer narrative:
Service found quantum unit and hr treatment heads in specification. Root cause: based on the available information, the most likely root cause appears to be inadequate frequency of calibration of the hr treatment head. The quantum operator manual describes proper calibration of the treatment heads. As the customer did not provide the requested complete treatment parameters for investigation, lumenis was unable to reach further conclusions regarding root cause. Lumenis recommended additional training. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.